Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on 10/21/2014 confirming the reported event of inaccurate reading.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient inserted sensor into arm, which is not an approved site. At the time of contact the patient's father did not report any injury or medical intervention.